Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open cassette. There are no previous complaints of this code/batch. There are no units in OEM stock. Received 1 open cassette, with the opening date written (B)(6) 2014. The reception date was (B)(4) 2014, so the suture was used within 4 months period after opening, which is correct. Tested the knot pull tensile strength of the sample received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Suture thread is breaking.